Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range impedance was observed. The lead remains implanted and will continue to be monitored. It was later noted that there hasn¿t been any issues or impedance out of range since. Patient is stable.